Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to pump stoppage with cardiac arrest. The customer stated that the patient was on power module when red heart alarm started. The patient switched the power source to batteries but the red heart alarm persisted. The patient and the patient's spouse swapped backup system controller which did not resolve the issue. The patient lost consciousness and was sent to the emergency room. It was noted that autopsy would be performed. Technical service representative reviewed the submitted log file and observed that the device was connected to power for about a minute. The pump continued to have speed below the set speed of 8800 rpm, and the pump powers were 20w or more at time in order to maintain the set speed. It is possible that the cause is due to the potential damage to the drive line. The device struggled to main set speed and the system controller continuously reset the internal clock to zero. The patient was using battery power during this period and the log file showed odd voltages with the black power lead disconnected majority of the time. The last few entries in the log file showed that the drive line was disconnected. The time of when this occurred is difficult to discern due to clock reset and epc controller does not have a month/day/year time stamp.

Manufacturer narrative:
Section d4: additional information. Section d10: additional information. Section h3: additional information. Section h4: additional information. Manufacturer investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed damage to the internal and external portions of the driveline wires that could have contributed to the reported alarms and pump stoppage events captured in the submitted log file. The evaluation of the returned driveline also revealed additional cosmetic damage to the outer jacket. Furthermore, the evaluation of (B)(6) revealed the presence of depositions consistent with a low flow condition through the pump. (B)(6) was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow graft had been severed approximately 1¿ from its hardware. The sealed outflow graft bend relief had been severed approximately 0.5¿ from its hardware. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware with a green suture. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Initial visual inspection of the outer jacket revealed a tear under the exit site anchor approximately 28.5¿ from the pump housing. Rescue tape was observed approximately 30¿ through 37¿ from the pump housing. Upon removal of the tape, additional damage to the outer jacket was observed approximately 29.5¿ through 32¿ from the pump housing. Visual inspection of the driveline wires revealed breaches to the insulation of all six wires approximately 9¿ through 10¿ from the pump housing. Further examination revealed an area where the green, yellow, orange, and red wires had kinked approximately 36¿ through 36.5¿ from the pump housing. Closer inspection of the kinked areas revealed breaches to the insulation of the green, yellow, orange, and red wires approximately 36¿ through 36.5¿ from the pump housing. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining driveline sections revealed no obvious damage to the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires contacted the braided shield while the system was operating on a tethered power source, such as the power module or mobile power unit, the resulting short to ground could have contributed to the alarms and pump stops captured in the submitted log file. These events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power. Upon disassembly of (B)(6), the textured, blood-contacting surface of the inlet tube revealed white/pink, tissue-like depositions which were strongly adhered. Additionally, a large amount of loosely coagulated blood mixed with areas of denatured blood was observed in the outlet elbow. Depositions of soft, grainy denatured blood as well as hard denatured blood were also found throughout the body of the pump, occluding the blood flow path through the inlet stator, outlet stator, and around the rotor. The hard depositions on the body of the rotor and within the lumen of the blood tube were strongly adhered to the blood contacting surfaces. The denaturation of the observed depositions indicate that the occlusion was present while the pump was supporting the patient; however, a duration of time for which the depositions were present in the device could not be determined. The observed depositions within the pump appeared to have developed as a result of poor surface washing due to a low flow condition or an interruption in flow through the pump. Although a specific cause for these depositions could not be conclusively determined, the extensive damage found on the returned driveline would have contributed to the pump stops and abnormal pump operation captured in the submitted log file which in turn, could have contributed to an interruption in blood flow/low flow condition through the pump. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Due to the confirmation of extensive driveline wire damage, the pump was not functionally tested using a mock circulatory loop. No further information was provided. The manufacturer is closing the file on this event.